Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0h959, implanted: (B)(6) 2014-0, product type lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation, the manufacturer representative adjusted the patient settings post-operatively after implant without telling the patient and ¿about blew his balls out of his body.¿ it was noted that this was not an ongoing event. Additional information received reported that the patient was still having concerns regarding his device or therapy but was working with his doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2014.